Event description:
It was reported that during a foot surgery the guide wire became stuck inside the screwdriver while the surgeon screwed in the screw. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned 3.5 mm beveled ft driver, cannulated, t10 hexalobe had chipped. No fragments were returned for inspection. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.